Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged main battery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Battery testing revealed that the device had inoperative main battery. The cause of the condition was undetermined. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.